Event description:
Customer reported that a pt known anti-e did not react with selectogen lot s909 that had been diluted to 0.8% and tested in gel. Traditional tube testing with liss enhancement was also negative. Anti-e was detected using a competitor's product. No death or serious injury was associated with this incident.